Event description:
Paramedics responded to a person complaining of chest pain. The device was used to monitor the pt's ECG. The pt's ECG was diagnosed as a normal sinus rhythm at a rate of 66 bpm. At some point, the device allegedly displayed a service indicator. The operator continued to use the device to monitor the pt until arrival at the hosp. There were no adverse affects to the pt reported as a result of the alleged malfunction.